Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision was observed. The reported issue was discovered following a tracer registration while the patient was in a supine position. The imprecision was noted to be 4 millimeters and that the site elected to complete the procedure accounting for the imprecision. The representative reported that the patient reference frame was loose and could have moved during the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the reference frame was loose. The software functioned as designed.